Manufacturer narrative:
Investigation conclusion: the investigation found the pusher returned broken at the distal marker band with the core wire curled at the site of the break, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield and tensile strength. The stent, introducer sheath, and microcatheter used in the procedure were not returned for evaluation, so the investigation could not determine if they had caused or contributed to the reported complaint.

Event description:
No additional information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies delivery wire damage as potential complications associated with use of the device.

Event description:
It was reported that a 3.5×17 stent system was used during the aneurysm-assisted embolization. The stent was sub optimally positioned after deployment. It was retrieved and re-deployed. However, the stent could not be advanced during the re-deployment attempt. Upon investigation, it was found that the marker at the distal end of the stent had become stuck in the delivery sheath and broken. A new 3.5×1 stent was used as a replacement, and the subsequent procedure was completed successfully without any harm to the patient. Additional information received indicated, that the issue was with the stent itself. During the pushing process, the developing guide wire broke, which did not affect the patient's treatment.